Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink blood set y-type large 170-260 micron filter hand pump leaked from a hole located below the filter. This occurred during infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.